Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was potential for a door fall, springs were broken. The following information was provided by the initial reporter: "it was reported that instrument door does not stay open"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a complaint of "door does not stay open" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Spring nitrogen gas was replaced to resolve the issue. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was potential for a door fall, springs were broken. The following information was provided by the initial reporter: "it was reported that instrument door does not stay open."